Event description:
It was reported that using a femoral artery access approach during a procedure of the heavily calcified common femoral artery the 5 x 60 mm supera veritas stent was removed inside the sheath; there was no reported adverse patient effect. It was noted that the vessel was sized as 5.6 and the 5 x 60 mm stent system was selected. The vessel was predilated with a 6.0 mm balloon catheter and the stent was deployed according to the instructions for use (IFU) without reported issue. After deployment of the stent angiography was used to confirm the delivery system was disengaged from the deployment system. A secondary fluoroscopy view was taken, however, the stent was not present/visible on angiography. A balloon dilatation catheter was attempted to be advanced but would not advance through the sheath. The sheath was exchanged for a new sheath. After removal from the anatomy it was noted that the 5.0 x 60 mm stent was located inside the sheath. There was no reported adverse patient effect. A second stent was used successfully to complete the procedure. Additional observation outside the anatomy noted the outer diameter of the stent implant measured 4.8 mm, and it is suspected to be a smaller stent. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the indications for use listed in the supera instruction for use (IFU) states the supera veritas interwoven self-expanding nitinol stent transhepatic biliary system is indicated for palliative treatment of biliary strictures produced by malignant neoplasms. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
The(B)(4). Incorrect anatomy. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.